Event description:
It was reported that tubing separated from the luer connector on second day with a bd pegasus¿ safety closed IV catheter system. This occurred on 2 separate occasions during use additional information regarding the second occurrence is currently unknown. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that the extension tubing was broken at the luer connection on the second day of placement.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8235275. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. The corresponding slide clamp was inspected and measured, and found to be with the dimensional limitations set by product specifications. In an attempt to replicate the broken tubing, our engineers tested the interaction between the components by repeatedly clamping the remaining tubing. At the conclusion of our test the device was found to be free of any damage that would indicate a breach of the tubing wall. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing separated from the luer connector on second day with a bd pegasus¿ safety closed IV catheter system. This occurred on 2 separate occasions during use additional information regarding the second occurrence is currently unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the extension tubing was broken at the luer connection on the second day of placement.